Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the smoke was due to a faulty power supply. The fse replaced the power supply and the instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
The customer observed smoke emitting from the advia centaur instrument. No injuries or illnesses resulted due to smoke or smoke inhalation. There were no reports of any medical treatment or medical intervention required due to the smoke.